Event description:
The customer's mother stated that the customer was hospitalized, due to diabetic ketoacidosis. Prior to the event, the customer's mother stated that the display on the insulin pump went blank. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.